Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-jan-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the user was able to select med to issue but unable to proceed further. A technical support specialist found that the zones were not selected. Once the zones were enabled, user was able to log in, issue medication, and successfully access medication with a witness. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medbank tower, user was able to select the medication, but when trying to issue, user was unable to proceed after selecting issue. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.